Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp was difficult to lock. Additional information received on (B)(4) 2019 indicated that this was discovered during an in service on (B)(6) 2019. There was no patient contact, injury and delay in surgery reported.

Manufacturer narrative:
The unit was received with the lock having rotational and lateral movement; also it was hard to lock and a residue buildup was present. The unit needed new components added to replace worn internal parts; general maintenance and cleaning required. The device exceeded its expected life of seven (7) years. The reported complaint was confirmed. The root cause was due wear and tear from extended use.

Event description:
N/a.